Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, bupivacaine, and unknown drug (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported the patient had surgery on monday (B)(6) 2023) on their pump. The reason for the surgery was because the pump had flipped "about 2 years ago" and they had to "piece it back together" so on monday and ¿they were checking things¿. It was noted they planned to replace the patient¿s pump in july or august. The patient mentioned they have an autoimmune disease that did not like the pump. The patient reported there was another type of medication in the pump, which was a type of morphine but could not recall the name of that third medication. It was also reported the patient was assisted with making a connection to the pump multiple times without issue by holding the communicator slightly up off the skin. The patient called back stating since they had surgery on monday, they have had issues with the equipment connecting to the pump. It was determined the handset and communicator were not syncing (not found). The patient reset the communicator and handset, which resolved the issue. The patient was able to connect, disable tutorial, and deliver a bolus. Patient services (ps) reviewed positioning best practice considerations.